Event description:
It was reported that the old pace/sense lead was extracted on (B)(6) 2012. One week later, the patient was re-admitted to the hospital due to cardiac tamponade. The patient was hemodynamically stable and the tamponade had not increased in size. All test measurements were normal. The physician does not know whether the cause of the patient's symptom was due to the extraction or replacement leads. Echo analysis will be performed to monitor the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.